Manufacturer narrative:
Per the manufacturer's subsidiary, as troubleshooting the team tried three times to swap to a coin battery and use the universal serial bus (usb) dongle to connect the ccm to an external keyboard. They pressed ctrl + alt + del to access the basic input output system (bios) setting but the message still persisted.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) blacked out and displayed a 'disk boot failure, insert system disk and press enter' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) connector to have a bent pin so a lab use only (luo) connector was used for evaluation. He observed the ccm to display a 'disk boot failure, insert system disk and press enter' message upon start up. He replaced multiple components with luo equipment into the ccm. The pst observed that with a luo single board computer (sbc) printed circuit assembly board (pcba) installed into the ccm, it booted up correctly to the splash screen. It was determined that the sbc pcba board was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.